Manufacturer narrative:
Correction: please refer to h6 component code. The reported event could not be confirmed, since the device was not returned for evaluation and no evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be returned to determine the exact root cause of the event. However, based on the past complaints, it is observed that most common cause of failure is user related, when a surgeon tries to apply too much of force (torsional and bending) on the drill to appreciate through the bone. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that 2 drill pieces snapped while trying to drill the proximal screws on the tibial nail. All pieces were removed from the patient.

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report. Device was discarded by hospital.

Event description:
It was reported that 2 drill pieces snapped while trying to drill the proximal screws on the tibial nail. All pieces were removed from the patient.